Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no insulin was seen coming out of the end of the tubing during fill tubing. The customer disconnected the luer lock connection and noticed large air bubbles coming from the tubing. The customer's blood glucose level was 240 mg/dl. Reportedly, the customer indicated that the supplies would be changed and a bolus would be administered.